Event description:
A report was received that the pt is experiencing intermittent impedance readings at the extension headers. The physician decided to replace the pt's extensions.

Manufacturer narrative:
The explanted extensions were not returned to bsn as they were discarded by the medical facility.